Event description:
It was reported the asymptomatic patient presented in clinic. During implant procedure on (B)(6) 2022, it was observed the lead's helix had unspecific physical damage when unboxed. The lead was replaced during procedure. The patient was stable after the procedure.

Manufacturer narrative:
The reported event of the helix damaged was not confirmed. A complete lead with a stylet and an implant tool were returned in one piece for analysis. All tines were intact, and no anomalies were noted. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
H6: product quality issue coding was removed.